Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient called with questions regarding how to adjust the settings and educational information was reviewed. It was reported that sometimes the patient can't see her setting to make adjustment by "going up or down", but with education on the phone the patient could make adjustment and increased stimulation to 0.8 v where she could feel stimulation comfortably. Patient explained that hadn¿t been able to go up or down because she didn't know how to get to the setting page to make adjustment. Patient states the device really helped her and is working well. Patient also reported that when and an appointment at the doctor¿s office (B)(6)2019 she felt a zap when the healthcare professional (hcp) tried to see what her setting was on. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient called with questions regarding how to adjust the settings and educational information was reviewed. It was reported that sometimes the patient can't see her setting to make adjustment by "going up or down", but with education on the phone the patient could make adjustment and increased stimulation to 0.8 v where she could feel stimulation comfortably. Patient explained that hadn¿t been able to go up or down because she didn't know how to get to the setting page to make adjustment. Patient also reported that when and an appointment at the doctor¿s office (B)(6) 2019 she felt a zap when the healthcare professional (hcp) tried to see what her setting was. No further complications were reported or are anticipated.